Event description:
Instructions say to bite into the hard layer base but the email I received said not to bite that hard. The guard I am using right now-followed the lighter pressure instructions and it is still coming apart after about 4 weeks.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.